Event description:
It was reported that this recently implanted cardiac resynchronization therapy pacemaker (crt-p) could not be interrogated using zip telemetry, despite the programmer indicating that zip telemetry was enabled. Interrogation was successfully performed using the wand. The patient remains hospitalized following open heart surgery (ohs), during which epicardial leads were placed and the system was upgraded to a crt-p on the same procedure. A save to disk and memory dump were recommended to evaluate the zip telemetry status in the device. This crt-p remains in service and no adverse patient effects were reported. Additional information indicated this interrogation issue was not resolved and zip telemetry was unavailable; however, the interrogation was successfully completed with the wand over the patient. They confirmed they ended the session and confirmed telemetry on the programmer was turned on. They still had the same issue when reinterrogated the patient. No root cause was determined. No adverse patient effects were reported. Additional information received indicated that this issue occurred again when interrogating this crt-p. It was later confirmed that the remote monitoring disabled alert was a false positive, triggered by a magnet being detected during the loaded measurement. The field representative confirmed that the patient did have an epicardial lead placed during surgery, although it was unclear whether a magnet was used. Ts provided guidance on how to send in the files for the device with the wireless disabled. A new programmer was also used and had the consult transmission stuck in new transmissions because it was not registered and the device data was unsuccessful to be uploaded. Ts also provide guidance on how to register the programmer. Additional information was received indicating that ts confirmed that the zip telemetry disablement was determined to be a false positive of elevated battery impedance due to the detection of a magnet during a daily battery impedance test. Ts noted that magnet-induced false positive zip disablement does not reflect an actual high battery impedance condition and does not impact pacing therapy delivery. This crt-p has been upgraded and is currently uploading data. Ts recommended completing a device interrogation using a programmer updated with smr6 to re-enable zip telemetry and noted that the patient will require a new communicator. Ts also indicated that these instructions should be communicated to a healthcare professional (hcp) at the facility.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Boston scientific issued a field safety notice update to physicians regarding unintended behaviors observed with a software update designed to detect high battery impedance and prevent initiation of safety mode in accolade devices. The associated investigation determined that the software update led to this device experiencing a false positive response that resulted in disablement of the wandless telemetry. Boston scientific has developed an additional software update to address this unintended behavior. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of difficult to interrogate/telemetry (rf) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to device design.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Boston scientific issued a field safety notice update to physicians regarding unintended behaviors observed with a software update designed to detect high battery impedance and prevent initiation of safety mode in accolade devices. The associated investigation determined that the software update led to this device experiencing a false positive response that resulted in disablement of the wandless telemetry. Boston scientific has developed an additional software update to address this unintended behavior. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of difficult to interrogate/telemetry (rf) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to device design.

Event description:
It was reported that this recently implanted cardiac resynchronization therapy pacemaker (crt-p) could not be interrogated using zip telemetry, despite the programmer indicating that zip telemetry was enabled. Interrogation was successfully performed using the wand. The patient remains hospitalized following open heart surgery (ohs), during which epicardial leads were placed and the system was upgraded to a crt-p on the same procedure. A save to disk and memory dump were recommended to evaluate the zip telemetry status in the device. This crt-p remains in service and no adverse patient effects were reported. Additional information indicated this interrogation issue was not resolved and zip telemetry was unavailable; however, the interrogation was successfully completed with the wand over the patient. They confirmed they ended the session and confirmed telemetry on the programmer was turned on. They still had the same issue when reinterrogated the patient. No root cause was determined. No adverse patient effects were reported. Additional information received indicated that this issue occurred again when interrogating this crt-p. It was later confirmed that the remote monitoring disabled alert was a false positive, triggered by a magnet being detected during the loaded measurement. The field representative confirmed that the patient did have an epicardial lead placed during surgery, although it was unclear whether a magnet was used. Ts provided guidance on how to send in the files for the device with the wireless disabled. A new programmer was also used and had the consult transmission stuck in new transmissions because it was not registered and the device data was unsuccessful to be uploaded. Ts also provide guidance on how to register the programmer. Additional information was received indicating that ts confirmed that the zip telemetry disablement was determined to be a false positive of elevated battery impedance due to the detection of a magnet during a daily battery impedance test. Ts noted that magnet-induced false positive zip disablement does not reflect an actual high battery impedance condition and does not impact pacing therapy delivery. This crt-p has been upgraded and is currently uploading data. Ts recommended completing a device interrogation using a programmer updated with smr6 to re-enable zip telemetry and noted that the patient will require a new communicator. Ts also indicated that these instructions should be communicated to a healthcare professional (hcp) at the facility. Additional information received indicated that the patient with this crt-p has been interrogated and zip wandless telemetry has been re-enabled.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Boston scientific issued a field safety notice update to physicians regarding unintended behaviors observed with a software update designed to detect high battery impedance and prevent initiation of safety mode in accolade devices. The associated investigation determined that the software update led to this device experiencing a false positive response that resulted in disablement of the wandless telemetry. Boston scientific has developed an additional software update to address this unintended behavior. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of difficult to interrogate/telemetry (rf) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to device design.

Event description:
It was reported that this recently implanted cardiac resynchronization therapy pacemaker (crt-p) could not be interrogated using zip telemetry, despite the programmer indicating that zip telemetry was enabled. Interrogation was successfully performed using the wand. The patient remains hospitalized following open heart surgery (ohs), during which epicardial leads were placed and the system was upgraded to a crt-p on the same procedure. A save to disk and memory dump were recommended to evaluate the zip telemetry status in the device. This crt-p remains in service and no adverse patient effects were reported. Additional information indicated this interrogation issue was not resolved and zip telemetry was unavailable; however, the interrogation was successfully completed with the wand over the patient. They confirmed they ended the session and confirmed telemetry on the programmer was turned on. They still had the same issue when reinterrogated the patient. No root cause was determined. No adverse patient effects were reported. Additional information received indicated that this issue occurred again when interrogating this crt-p. It was later confirmed that the remote monitoring disabled alert was a false positive, triggered by a magnet being detected during the loaded measurement. The field representative confirmed that the patient did have an epicardial lead placed during surgery, although it was unclear whether a magnet was used. Ts provided guidance on how to send in the files for the device with the wireless disabled. A new programmer was also used and had the consult transmission stuck in new transmissions because it was not registered and the device data was unsuccessful to be uploaded. Ts also provide guidance on how to register the programmer.